Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a message that his monitor needed service. Download data from the pt revealed several instances of service code 109. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 109) has been confirmed. Upon investigation, the monitor was unable to fully boot up. The cause for the power-up failure was isolated to intermittent bga connections on the ram chips (u100 and u101) of the c/a board. The root cause for the fractured solder joints could not be positively identified, but the damage likely resulted from excessive stress on the monitor c/a board. No adverse event resulted from the defective ram chips. The pt received a replacement monitor